Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular defibrillation (rv) lead were explanted due to a patient infection. There was no additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.